Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's insulin gauge showed "0 units" unexpectedly. Reportedly, the customer does not remember what happened prior to the event, and does not remember seeing a message on the pump screen at the time of the event. As the issue occurred in the past, troubleshooting was unable to be performed. The customer stated the issue was resolved by reloading the same cartridge onto the pump successfully. There was no known impact to the customer's blood glucose level.